Event description:
#3 event: maxplus clear needleless connector cap never re-engaged after using the cap. Multiple syringe exchanges and flushes occurred and the blue piece remained stuck inside the cap. The blue piece finally engaged after removal; #4: patient came in on 1/30 to have port accessed for lab draws. When the syringe was unattached the cap stuck and blood sprayed on the nurses gown. New microclave neutral connector applied. No packaging saved. Manufacturer response for clear needleless connector, maxplus clear needleless connector (per site reporter). Meeting scheduled with manufacturer from information sent from pediatric oncology.